Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 5/16/97. On 5/22/97 after iabp for six days, the iab leaked. Blood was noted in the tubing and the iab was removed. Event complications: none from the event - rpt'd 5/21/97, 6/12/97. Pt current status: stable - rpt'd 6/12/97.